Event description:
Account reported that there was a scheduled preemie birth. Respiratory therapist set up the system, however, it was then determined unnecessary. The resp. Therapist broke the set up and left. Situation arose requiring the nurse to resuscitate infant. Oxygen source was incorrectly connected to manometer port.